Event description:
It was reported that the nurse stated they were getting 02 low flow alert in an arctic sun device. Water flow rate (wfr) was 0. L/m. Neonatal pads in place. Patient temperature (pt) was 36.4c now dropped to 35.8c, targeted temperature (tt) was 36.5c, water temperature (wt) was 25c, water flow rate (wfr) was 0.3 l/m. Walked through stop therapy, empty and disconnect pads. Reconnected using proper technique. System diagnostics, outlet monitor temperature (t1) was 23.8c, outlet control temperature (t2) was 23.8c, inlet temperature (t3) was 23.9c, chiller temperature (t4) was 9c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 20%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours 3661.6, pump hours 809.9. Had them stop therapy and disconnect pads. Placed device in manual control at 35c with no pads. System diagnostics: outlet monitor temperature (t1) was 21.9c, outlet control temperature (t2) was 21.9c, inlet temperature (t3) was 22.3c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 42%, mixing pump command (mpc) was 0, heater command (hc) was 100%. Advised to swap out pads. Set these aside for follow up from tm to send in for investigation. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is kinking of the pad lines. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: - no obvious visible defects such as cuts or tears in the foam. - no visible chips or deformities at the ends of all connectors. - tubing for the pads noted major kinks present. The pad lines would deform into the kinked state when not held straight during testing. - hydrogel was intact with pad and not separated. - no crushed dimples or signs of overlamination in the pad. The reported issue could not be verified without further testing. The pad was tested using tm0301222 rev 3. A total of 0.5 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed, and circulation pump command was 24%, inlet pressure was -6.9 psi. The kinked pad tubing affected the flow, as the flow rate improved when the tubing was held straight. According to the test method tm0301222 rev 3 the flow rate was found to be inadequate for the returned pad. (Acceptable range >= 1.0 l/min). The lot number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "if the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." A DHR review is not required as the lot number is unknown. Based on the results of this investigation, no additional actions are required. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were getting 02 low flow alert in an arctic sun device. Water flow rate (wfr) was 0. L/m. Neonatal pads in place. Patient temperature (pt) was 36.4c now dropped to 35.8c, targeted temperature (tt) was 36.5c, water temperature (wt) was 25c, water flow rate (wfr) was 0.3 l/m. Walked through stop therapy, empty and disconnect pads. Reconnected using proper technique. System diagnostics, outlet monitor temperature (t1) was 23.8c, outlet control temperature (t2) was 23.8c, inlet temperature (t3) was 23.9c, chiller temperature (t4) was 9c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 20%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours 3661.6, pump hours 809.9. Had them stop therapy and disconnect pads. Placed device in manual control at 35c with no pads. System diagnostics: outlet monitor temperature (t1) was 21.9c, outlet control temperature (t2) was 21.9c, inlet temperature (t3) was 22.3c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 42%, mixing pump command (mpc) was 0, heater command (hc) was 100%. Advised to swap out pads. Set these aside for follow up from tm to send in for investigation. Sn (B)(6) per follow up information received via phone on 27aug2025, spoke with nurse who said they remembered a set of pads being kept behind the desk and they believe their representative picked them up last week. They cannot be sure.